Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to pf (patellofemoral) pain and patella tracking incompatibility.

Manufacturer narrative:
Section h10: (h3): the engineering evaluation noted in the revision reported was likely the result of excessive overall posterior tibial slope of the tibial insert, which allowed for excessive posterior contact between the femoral component and the tibial insert, especially medially, leading to wear of the polyethylene and pain. The following sections have additional info: g4 (the orginal awarness date was (B)(6) 2018).